Event description:
The customer reported via phone call indicating that they had an excessive no delivery alarms during bolus and motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer was assisted with clearing the alarm. The customer was able to rewind. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.